Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted at the distal rca, as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted at the mid rca, as treatment of the target lesion. It was reported that a small dissection was noted at the level of the proximal edge of the proximal stent deployed at the mid rca for which an additional endeavor sprint rx drug-eluting stent was implanted. Investigator indicated that there was no relationship between the event and the study device. It is reported that the pt recovered with treatment.

Manufacturer narrative:
(Secondary intervention, additional stent implanted) - eval results: dissection.